Event description:
The manufacturer received information alleging a ds2adv auto CPAP "problem humidifier/contact support". There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was confirmed. Error codes were recorded in the device event log. In addition, barometric pressure fail, pca burned, scratched display was observed. The device passed all testing. The device was not repaired.